Event description:
The customer obtained discrepent qc results for several vitros assays. Results of the magnitude and direction observed might lead to an inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting by ocd personnel determined that the customer mistakenly replaced the universal wash reagent (uwr) bottle with a uwr bottle that contained liquid waste from the analyzer and bleach. The analyzer posted three malfunction codes at the time of the biased results. An ocd field engineer purged the fluidics subsystem and made necessary repairs to the analyzer. No pt harm was reported. User error caused the event.